Event description:
It was reported that the pacemaker exhibited far r over-sensing, leading to inappropriate automatic mode switches. No intervention was performed, and there were no patient consequences.